Manufacturer narrative:
Customer states that the metal side rail on the cabinet, that allows the drawer to slide out to change the diluent, had a sharp edge. The lab supervisor filed the metal to dull the edge. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that an operator cut her finger while changing the diluent on the floor stand cabinet of the unicel dxh 800 coulter cellular analysis system. Customer applied a band aid to the cut on her finger and medical attention was not required.